Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of hyperglycemia and a hypoglycemic event, during which the lowest recorded glucose was 42 mg/dl and the out-of-range period persisted approximately 4¿5 hours; the ilet alerted for the low, the user self-treated with oral glucose tablets and juice, and no external assistance or medical intervention was required. Symptoms included sweating consistent with hypoglycemia. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure, specifically late meal announcements and use of meal announcements as corrections, with relevance to the device¿s user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event. The user agreed to resume standard pre-meal announcements after a reset to allow the system to relearn insulin needs.